Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the configuration error or some message on the insulin pump been getting a lot of messages or alarms. The customer blood glucose level was 330 mg/dl, 345 mg/dl and 297 mg/dl. The customer was assisted with troubleshooting. Customer also stated that they getting message to calibrate and not letting them on the home screen only green on the left side less than half complete and shield was blue with three dots. The devices will not be returned for analysis.